Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. No unexpected rewind anomaly noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer's blood glucose at the time of incident is unknown. During troubleshooting, the customer held the act button down but did not receive a second series of beeps or any numbers on the display. Insulin also squirted from the insulin pump and got into the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.